Event description:
It was reported that this right ventricular (rv) lead was exhibiting out of range high pacing impedance of 2500 ohms due to lead fracture. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.